Event description:
During device testing, a battery failure, which could result in a loss of mechanical ventilation, was found. There was no patient involvement.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(6). Device evaluation anticipated, but not yet begun.